Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 165 units. Reportedly, the cartridge was filled with semi-cold insulin. The customer's blood glucose level was reported to be 271 mg/dl, and was addressed with a correction bolus. The customer declined to reload the cartridge and will continue to monitor the insulin gauge.